Event description:
It was reported that the user turned the insulin pump off and was unable to power it back on, and customer care advised charging the device; the user reported difficulty with the charger and a replacement charger was arranged. Symptoms included no reported adverse clinical signs. Outcomes included no reported impact to health. Investigation included customer support troubleshooting and logistical replacement of the charger. Investigation of this case revealed a suspected charger malfunction preventing device power-up. It was concluded that the event was related to an accessory issue with the charger rather than a device malfunction.